Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified date and time, the pump was programmed to deliver insulin and the delivery was started. No specific programming parameters were provided. In 2008, the device sounded an audible alarm tone. During the alarm condition, the nurse reported "pt may not have received correct amount and was detrimental to pt care;'' however, there were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.